Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav) (serial number unknown), the delivery catheter system and loaded valve were inserted into the patient¿s vasculature and advanced to the aortic annulus. During deployment, at 80%, the depth of the tav was 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Upon final release, the tav dislodged up near the height of the sinotubular junction at the ncc and above the annulus at the lcc and an unspecified severity of paravalvular leak was observed. Subsequently, a second medtronic tav (r248505) was implanted in the optimal position without issue. Per the physician, the dislodgement was attributed to patient anatomy, specifically calcification and a septal bulge. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic brand name: d-evolutfx-2329; lot: 0013259445; not implantable medtronic brand name: l-evolutfx-2329; lot: 0013231181; not implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav) (serial number unknown), the delivery catheter system and loaded valve were inserted into the patient¿s vasculature and advanced to the aortic annulus. During deployment, at 80%, the depth of the tav was 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Upon final release, the tav dislodged up near the height of the sinotubular junction at the ncc and above the annulus at the lcc and an unspecified severity of paravalvular leak was observed. Subsequently, a second medtronic tav (B)(6) was implanted in the optimal position without issue. Per the physician, the dislodgement was attributed to patient anatomy, specifically calcification and a septal bulge. No patient complications were reported as a result of this event.

Manufacturer narrative:
B2. The initial 3500a medwatch was submitted with an erroneous outcome attributed to adverse event. This event does not meet life-threatening criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.